Event description:
A device report from (B)(6) indicates a hospital in the (B)(6) reported: the screw driver blade failed during the first surgery. The shaft did not fit well in the screw head and the out come was a unrecoverable screw.

Manufacturer narrative:
Device used for treatment and not diagnosis. The device was received, the investigation could not be completed, and no conclusion could be drawn, as product is in the complaint system. Placeholder.

Manufacturer narrative:
Device used for treatment and not diagnosis. There are no ncr documents in the DHR. A complete review of the DHR finds the subject product, 03.114.010, lot 6515080, passed all inspections and certification testing during manufacturing. The product conformed at every level of production. Our investigation has shown that the returned screwdriver tip is indeed badly twisted, clockwise. Unfortunately no further details were provided how the device was used, first time, and when it did get damaged. Therefore, we are not able to determine the exact cause of this occurrence. Based on that, we suppose that a mechanical overload during the screw insertion caused these damages. The manufacturing documents were reviewed and no complaint related issues were found. No product fault could be detected.